Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported single leaflet device attachment (slda) per the physician is related to patient conditions and due to friable leaflets. Unspecified tissue injury appears to be due to the slda. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report a single leaflet device attachment (slda) and tissue injury. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted one clip had been previously implanted and detached from one leaflet. To stabilize that clip, an nt clip (20922r1021) was placed on the mitral valve. However, shortly after deployment of that clip, it was noted that the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). It was noted a tissue injury to the anterior leaflet occurred due to the slda. Therefore, an additional clip (20614r153) was implanted to stabilize the slda. However, mr remained at a grade of 3. The physician decided to discontinue the procedure. There was no clinically significant delay in the procedure. No additional information was provided.